Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device did not function, problem of "enclosure". During service and repair pre-testing, it was observed that the motor power was too low and trigger blocked. It was further noted that the device failed pre-test for general condition, attachment coupling, attachment coupling with attachments, reverse locking mechanism, air leak, function of soft mode switch (safety system), triggers for forward/reverse mode, untrue running, excessive noise and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.